Event description:
Info received indicates the bed has no hi/low function due to fluid ingress/corrosion onto the 22-position connector on the retracting frame.

Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.